Event description:
The customer reported via phone call the insulin pump displayed a x on screen. The customer¿s blood glucose level was 175 mg/dl at the time of the call. The customer did not state that the drive support cap was protruded, lose or sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit had minor scratched display window, damage (scratched) display window cover, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay and cracked retainer.